Event description:
A computed radiography (cr) 500 screen artifact was reported by the customer site to resemble a bone fragment (fracture) on a knee image. The customer found that the flat field image revealed an image artifact on the cr screen. There were no reports of patient injury. Kodak has reviewed the clinical and flat field images from this customer site. The type of artifact resembles a fingerprint.